Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Tandem technical support instructed the customer to reset the pump, however a reset was unsuccessful. Reportedly, the customer continued to use the pump for insulin therapy.